Manufacturer narrative:
.

Event description:
A report was received that the patient experienced dyskinesia. The patient was treated with medication. The event was related to the study device stimulation.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient experienced dyskinesia. The patient was treated with medication. The event was related to the study device stimulation.

Event description:
A report was received that the patient experienced dyskinesia. The patient was treated with medication. The event was related to the study device stimulation.

Manufacturer narrative:
Additional information was received that the event was resolved.